Event description:
Reportedly, on (B)(6) 2025, during a session, the screen freeze. It was impossible to click or to shut off the tablet. Therefore, the battery was directly removed.

Manufacturer narrative:
Analysis of the returned subject device did not confirmed the reported event. The tablet works correctly and is able to communicate without freezes/difficulties. Review of the files is still ongoing and the results are not available at the moment.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event: the smarttouch tablet is able to communicate normally and does not encounter freezes. Also, the tablet can be shut down with p1+p2 without any difficulties. Review of the provided files did not permit to find any trace of a freeze. However, on the log, we can see that the user tried to stop the tablet by pressing the power button, unsuccessfully, as a session is still ongoing. It seems like that, when the user asked for memory programming, the tablet could not pair (bluetooth) with the device, leading to the end button being unable (in gray). The end button is unable the time the tablet establishes that ble communication is impossible, and it can take several minutes. The most probable hypothesis is that the patient left the room, and the user tried to quit the session. Then the programmer took one minute to display ¿&rfcommerror¿ pop-up, after finally see that the connection to the device is impossible. It could have been confused with the end session pop-up, and accepted, leading the programmer to retry to connect to device. Therefore, the user interface is unresponsive, and the tablet could not be shut down, as a connection is attempted. No general malfunction is suspected with the device. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on (B)(6) 2025, during a session, the screen freeze. It was impossible to click or to shut off the tablet. Therefore, the battery was directly removed.